Event description:
On (B)(6) 2025, a 71-year-old female patient was treated with bilateral injection of hymovis (batch no. H34190; exp. 29/07/2028) for degenerative joint disease. On (B)(6) 2025, the patient was treated in the right knee only with hymovis (batch no. H34190; exp. 29/07/2028) for degenerative joint disease. The suspect product was withdrawn with positive dechallenge. On (B)(6) 2025, the patient experienced chest pain, shortness of breath and dizziness that lasted for 2 days. The outcome of the events was reported to be recovered/resolved on (B)(6) 2025. No action taken to treat the events. On (B)(6) 2025, the patient experienced injection site joint pain. The outcome of the event was reported to be recovering/resolving. Actions taken to treat the event: recommended outpatient physical therapy and medrol pak. On (B)(6) 2025, the patient experienced injection site joint effusion. The outcome of the event was not reported. Actions taken to treat the event: recommended outpatient physical therapy and medrol pak. According to the reporter the events caused hospitalization. Reactions as reported by the primary source: "the patient her first bilateral injections of hymovis on (B)(6) 2025. The patient returned to the clinic on (B)(6) 2025 and received her second injection in the right knee. Patient experienced chest pain, shortness of breath and dizziness after receiving the injection. The hcp did not administer the second injection in her left knee due to the reaction after receiving the injection in the right knee. The patient was transferred to the emergency room (ER) due to chest pain and right knee pain post injection." "The patient was admitted to the emergency department on (B)(6) 2025 at 1709 hours for observation. The patient reported an increasing dense sharp chest pain without episode of dizziness, lightheaded, nausea or radiating pain. EKG performed, which was negative for ischemia and troponin were flat. Patient was seen by cardiology and had a normal echocardiogram. Patient also had an x-ray of the right knee and was seen by an orthopedist. X-ray results - no fracture, possible small joint effusion and recommended outpatient physical therapy and medrol pak. Chest pain assessment: there was no further chest pain, no concerns for acute coronary syndrome (acs) at the time. Patient was advised to see a cardiologist for further workup. Patient was discharged from the emergency department on (B)(6) 2025 at 23.58 hours to home. On (B)(6) 2025: pain improved over last two weeks. MRI is pending". The reactions were deemed serious since the patient was hospitalized from 14 to (B)(6) 2025.

Manufacturer narrative:
During the treatment with hymovis (hyaluronate sodium hexadecylamide), the patient experienced the following events: chest pain, shortness of breath (pt: dyspnoea), dizziness, injection site joint effusion and injection site joint pain. The events chest pain, dyspnoea, dizziness, injection site joint effusion and injection site joint pain are assessed as serious considering that the following criteria "temporary serious deterioration of a patient's state of health" is satisfied, considering that the events caused/prolonged hospitalization. The events injection site joint effusion and injection site joint pain are assessed as anticipated undesirable side effects as per current IFU of hymovis; while the events chest pain, dyspnoea and dizziness are assessed as unanticipated undesirable side effects for the device. Despite no issues with product quality have been identified during the batch investigation, the events injection site joint effusion and injection site joint joint pain are assessed as probably related to medical device according to who-umc causality assessment based on temporal relationship and positive dechallenge. The events chest pain, dyspnoea and dizziness are assessed as possible related to medical device according to who-umc causality assessment based on temporal relationship. Even if there is a positive dechallenge, considering that the events are systemic and lasted for 2 days, the EKG performed was negative for ischemia and troponin levels were flat, the events are probably related to other causes (e.g. Anxiety) rather than the medical device. Based on the available information, the case is assessed as serious, unanticipated and probably related to hymovis. Further information has been requested to perform a comprehensive medical evaluation; however, no response has been received to date.